Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient indicates that they are at an MRI and had to have them stop the MRI 2 mins in due to a sensation they were getting from the battery down the buttock that was like a buzzing. The caller indicates that they activated MRI mode prior to the scan and now that they are out of the scan, they have deactivated it. They are still feeling the sensation now that they are out of the scan. The caller wants to know if something could have happened. The caller indicates that the sensation is not the typical sensation they feel from the therapy in the bicycle seat area. The caller indicated that they saw full body scan eligibility on the screen. The caller adds that the MRI center told them they were the first one they scanned with this type of implant. The caller had the scan at the image care center of newton, nj. During the call, the caller thought they had turned the therapy off after deactivating MRI mode, but they only turned off the externals. Helped caller connect to the ins and turn the therapy down to 0.0 and off. The caller was still feeling the sensation. Reviewed labeling with caller about potential sensations. The caller has an appt with their dr next friday, but they will call them now and let them know what happened. The caller was not sure if the MRI center had the MRI guidelines, but they did tell the caller to put the device in MRI mode. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.